Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-jan-2019 / serial or lot#: (B)(4), UDI #: (B)(4), return date: 20-may-2019, device evaluation anticipated, but not yet begun. Mfg date: 07-jan-2018, if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries had cord damage that had been covered with duct tape. The batteries were removed from service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: two (2) batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed a tear on the output cables. As a result, the reported event was confirmed. The damage that was observed did not affect the functionality of the devices. Based on the available information, the most likely root cause of the reported event can be attributed to wear and/or to the handling of the devices. Additional products: serial or lot#: (B)(4). If information is provided in the future, a supplemental report will be issued.